Event description:
It was reported that the apex pro telemetry transmitter was displaying erratic waveforms at the central station and was continuously alarming for ventricular tachycardia. Due to the reported device failure, monitoring was unavailable for 4 hours for this pt. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.